Manufacturer narrative:
Additional information is provided in sections d.9, h.3, h.6 and h.11. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. The investigation conducted a non-conformance review of the reported serial number. No relevant deviations were identified. A review for complaints reported against this serial number was performed. A potentially relevant complaint was found and reviewed as part of this investigation. The complaint was opened to investigate an issue with probe aspiration, which was determined to not be relevant to this investigation. Service history was reviewed for the system. A service record relevant to the reported complaint was found. A service record (sr) was opened to address the reported event. As per the sr, a company representative (ar) performed an on-site assessment and confirmed and replicated the reported event. To resolve the issue, the ar replaced the nonconforming pneumatic module. Unrelated to the reported event, the ar also optimized the host module. The ar then found the system to meet manufacturer specifications per service test procedure (stp). As per the sr, an ar performed an on-site assessment and confirmed and replicated the reported event. To resolve the issue, the ar replaced the nonconforming pneumatics module. Unrelated to the reported event, the ar also optimized the host module. The ar then found the system to meet manufacturer specifications per stp. The root cause of the reported event is attributed to the nonconforming pneumatics module. As a correction, an company representative performed an on-site assessment of the equipment and replaced the nonconforming pneumatics module. Actions taken per the sr resolved the reported event. This complaint has been reviewed and based on a low occurrence rate, it is determined that no further actions are necessary at this time. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during surgery an ophthalmic system did not extract oil. Procedure details and patient impact were not reported. Additional information requested and none received till date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).